Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history. The customer's blood glucose level was normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.